Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number. One-unit of trapliner was returned to teleflex for evaluation. Blood particulates were noted. Unit was decontaminated was inspected. Balloon was observed to have a minor opening at the proximal end. The unit was inflated, and pressure could not be held. Leak could be noted. A note was observed on the packaging that stated, "broke 16 atm". There was no lot number provided for this complaint. Therefore, no record review could be complete. As per the additional information received, procedure was pci. Vessel was calcified and tortuous. Balloon was inflated and ruptured. Per returned product, a note stated, "broke 16 atm". Additional clarification confirmed that the customer did inflate the unit at 16 atm. The IFU states the following warning: do not exceed rated burst pressure, as balloon burst may occur. The rated burst pressure was trapliner is 14 atm/1419 kpa balloon damages are likely due to excess inflation pressure beyond 14atm. Procedure was completed with another trapliner. No patient harm noted. A manufacturing record review was not completed as no lot number was provided. Based on the information, the most likely root cause of the issue is user error. The der process will continue to monitor for any similar events.

Event description:
It was reported "trapliner balloon burst at 14 atm just notified today when coming by for a visit." The procedure was completed with another device. The patient's current condtion is reported as "fine".

Event description:
It was reported "trapliner balloon burst at 14 atm just notified today when coming by for a visit." The procedure was completed with another device. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). UDI number unavailable as complainant did not report a lot number.